Event description:
The customer obtained non-reproducible, higher than expected, vitros trop I es results from a single patient sample (0.207, 0.218 ng/ml) processed on the vitros eci immunodiagnostic system. The same sample was retested and the repeat result obtained (0.026 ng/ml) was believed to be the accurate results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was reported outside of the laboratory, however, a corrected report was sent to the physician, and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated trop I es results occurred on a single patient sample processed on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined; however, a reagent related issue, or improper pre-analytical sample processing (centrifugation) cannot be ruled out as having contributed to the event. The tropi es reagent pack in use at the time of the event was discarded, and acceptable tropi es performance was obtained when an alternate tropi es reagent pack was put into use. In addition, an ocd field engineer performed service actions to the eci analyzer; however, the service actions performed were unlikely to have been linked to the result in question as pre and post service tropi es precision tests were within ocd guidelines. Finally, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no allegation of patient harm as a result of this event.